Manufacturer narrative:
Additional information received on 3/12/2019 indicated the patient underwent removal and replacement with a non-mentor breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient age at the time of event was 40 years old, the patient experienced capsular contracture baker grade iii, and the patient will undergo device removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified mentor gel breast implant and experienced breast implant rupture on the right side. The rupture was confirmed by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.